Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 3. Reference MFR reports: 3008829311-2017-00987 and 3008829311-2017-00989. It was reported the patient's trial leads were removed due to a possible cerebrospinal fluid (csf) leak. Patient felt he was bleeding at the incision site, however it was discovered the fluid may have been csf. The physician removed the leads and indicated the patient had a lot of scar tissue that may have preempted the issues. The patient remained asymptomatic.